Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the side of the orange needle had a slight split in the plastic resulting in treatment being leaked onto the nurse administering it. No harm or injury was reported.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. No anomalies found on batch documentation. No samples or photos were received by the customer for evaluation. Fifty pieces of retained samples were visually checked with no anomalies found on the needle hub. Five pieces of retained samples were physically tested for stress cracking per iso guidelines and all samples passed the test. With no samples/photos of the reported issue and with no information about the handling of the device during assembling the needle with the syringe, it is not possible to identify the root cause of the issue. As a result, a corrective action is not required at this time. This complaint will be used for tracking and trending purposes and to monitor the product for reoccurrence.